Event description:
The product was used during the replacement of the mitral valve. Reportedly, the suture broke. The surgeon completed the procedure with the suture. The hospital has reported no patient injury occurred.